Manufacturer narrative:
Patient developed hypopigmentation from a laser treatment with the icon. This treatment actually took place on 11/15/2013, but patient never told the customer site until (B)(6) 2015, when cynosure became aware. Treatment parameters were within clinical guidelines. Hypopigmentation is an expected side effect from laser treatment, however this is reportable since it has become a permanent injury. Service evaluation was not requested for this incident as this occurred in 2013. There were no device issues/service visits in 2013 for this particular unit's serial number.

Event description:
Patient experienced hypopigmentation from a laser treatment on (B)(6) 2013, but cynosure became aware on (B)(6) 2015.